Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power error, open safety valve, communication error and on/off switch error. The technician found the ventilator alarming and not displaying any information on the user interface screen. Contact pins on the dc/dc & standard connectors printed circuit board (pcb) were damaged and the dc/dc & standard connectors pcb was replaced. After that an error code indicating power error was generated. During troubleshooting it was found that the pneumatic back-plane pcb had liquid traces on it. After the pneumatic back-plane also was replaced, the ventilator passed functional tests. Reported error codes were confirmed in the device logs by the technician. Referenced images of the replaced pcbs or device logs have not been received despite requests. Liquid on printed circuit boards may cause short-circuiting and may, by extension, lead to stop of ventilation. The user interface communication error was most likely due to the broken/bent contact pins. Alarms will be generated. The reported problems were most likely caused by the broken contact pins and liquid damage, but as no images, replaced part or device logs were received, this could not be confirmed.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power error, open safety valve, communication error and on/off switch error. There was no patient harm. (B)(4).